Manufacturer narrative:
Field service engineer dispatched to evaluate system. User reported error chu221. Field service engineer evaluated system via simulated use testing. Shockwave generator and charging unit replaced. System tested and is fully operational. Review of service history found no related issues.

Event description:
Lithotripsy high voltage shockwave error at 1550 pressure shock waves into the procedure. Case aborted.